Event description:
It was reported that this inflatable penile prosthesis (ipp) was exhibiting inflation issues. This led to an in-clinic evaluation, and troubleshooting did not resolve the issues. The patient underwent a revision procedure. During surgery, the tubing that connects the pump with the left cylinder was confirmed to be cracked. The ipp cylinders and pump were removed, while the reservoir was left implanted; however, an entire new ipp was put in. No patient complications were reported.